Event description:
It was reported that during a breast biopsy procedure that the display screen malfunctioned. There was no pt consequence. No add'l info was provided.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. The uniboard was replaced to correct the complaint. Complaint info is trended on a regular basis, to determine if further investigation is warranted.